Event description:
The device, a disposable tool used to retract and hold vessels during surgery, broke during use. Per the doctor's comment, this has happened before with this product. All parts of the device were recovered from the field, procedure delay was approximately 20 minutes and additional blood loss was estimated at 100 ml. What was the original intended procedure? Femoral popliteal bypass.